Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at the discharge check the right ventricular (rv) lead had intermittent capture. A revision procedure was performed the following day where the lead was repositioned. The next day there was intermittent rv capture with varying threshold measurements due to a lead dislodgement. On the following day the patient underwent a third procedure where the rv lead was explanted and replaced. No additional adverse patient effects were reported.